Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted for the endovascular treatment of a 70 cm diameter abdominal aortic aneurysm. It was reported that the patient came in for routine CT for surveillance post endovascular aneurysm repair (evar) and it was discovered that a previously implanted stent graft had migrated and had a type ia endoleak into an enlarged aortic abdominal aneurysm. A cuff was successfully placed to seal off the type ia endoleak and the issue resolved. Additional information received reported that the root cause of the migration and type ia endoleak was disease progression. No clinical sequelae were reported and the patient is fine.